Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown mount fractured off inside a biomet implant during placement. The item and lot number of the mount was not recorded in the dental office. Portion of the implant was still in the implant. Another implant was placed to complete the procedure. Tooth location 6.

Event description:
It was reported that an unknown mount fractured off inside a biomet implant during placement. The item and lot number of the mount was not recorded in the dental office. Portion of the mount screw was still in the implant. Another implant was placed to complete the procedure. Tooth location 6.

Manufacturer narrative:
The mount was not returned for evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. The associated implant was returned but there was no evidence of a fractured piece being stuck in the implant. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report; date received by manufacturer; checked "follow-up"; checked follow-up type; entered evaluation codes; added manufacturer narrative. The following sections were corrected: event description; device availability; device evaluated by MFR: changed to "no". The mount was not returned.